Event description:
A malfunction alarm occurred with the code malf 12, and the customer did not report any notable events prior to this. There was no reported adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappears.